Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). When inquiring about the resolution of the event, the hcp reported "good clinical evolution which allowed the implantation of a new neurostimulator". The previous implantable neurostimulator (ins) was explanted on (B)(6) 2017 and the new ins was implanted on (B)(6) 2017. The event was stated to be resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that that the previously reported laboratory testing resulted in escherichia coli on (B)(6) 2017. It was also noted that piperacilline / tazobactam was administered on (B)(6) 2017; the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative reported a new implantable neurostimulator (ins) was implanted.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an infection and a blister around the implantable neurostimulator (ins) implant site. The diagnostic methods included an emergency room visit on (B)(6) 2017 and laboratory testing; lab test results are pending. The etiology was related to the device/therapy, but not related to the implant procedure. The actions/interventions taken to attempt to resolve the event included explanting and not replacing the ins on (B)(6) 2017; the event resulted in an in-patient hospitalization. The event is ongoing.